Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the early replacement time (ert) indicator. The ipg was reprogrammed and once again exhibited the ert indicator. The ipg was explanted. A new model 1130 was implanted.

Manufacturer narrative:
Event conclusion: cpi analysis as received, indicated erp condition. The erp flag was cleared during automated testing. Actual battery measurement indicated that the battery voltage was not at ert. The eri indication could not be duplicated after it was cleared with the original cell re-attached to the circuit. Hybrid analysis did not reveal an out of specification condition that could have contributed to early battery depletion. It is unknown why the ert indicator tripped after 25.5 months of implant.